Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during our testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she was having no delivery alarms. Customer stated that she changed out everything after receiving a no delivery alarm. Customer has always been getting no delivery alarms around 6 pm. Customer would also get high blood glucose before the alarm. Customer's blood glucose at the time of the incident was 404 mg/dl. Customer changed the entire set and boluses to treat for high blood glucose. Customer reported that the alarm was resolved by a set change. Customer does not want to return the set or reservoir for analysis. Customer agreed to have the pump replaced. Customer does not want to troubleshoot for high blood glucose. Customer had a blood glucose of 73 mg/dl at noon and ate to treat. Customer stated that she is an uncontrolled diabetic.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.